Manufacturer narrative:
Block h2: correction block g3 (date received by manufacturer) has been updated to the correct manufacturer awareness date for this event, march 11, 2024. Block h6: imdrf patient codes e2330, e1401, e2006 and e1906 capture the reported events of pain, discharge, mesh erosion, and severe infection, respectively. Imdrf impact code f23 and f1905 capture the reported event of additional medical treatment and mesh removal.

Event description:
It was reported that an uphold vaginal support system device was implanted during a procedure performed on (B)(6) 2021. Due to the implantation, the patient experienced injuries including pain, severe infections, mesh erosion, bleeding and discharge. She also underwent additional medical treatment and procedures including removal.

Event description:
It was reported that an advantage fit system device was implanted during a procedure performed on (B)(6) 2021. Due to the implantation, the patient experienced injuries including pain, severe infections, mesh erosion, bleeding, and discharge. She also underwent additional medical treatment and procedures including removal.

Manufacturer narrative:
D1, d2a, d2b, d4:model number, catalog number, expiration date, unique identifier (UDI) #, g1:MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code and h11 have been updated based on the additional information received on 23may2024. Block h6: imdrf patient codes e2330 captures the reportable event of pain. Imdrf patient codes e2006 captures the reportable event of erosion. Imdrf patient codes e1401 captures the reportable event of discharge. Imdrf patient codes e1906 captures the reportable event of severe infection. Imdrf impact code f23 captures the reportable event of additional medical treatment. Imdrf impact code f1905 captures the reportable event of mesh removal.

Event description:
It was reported that an uphold vaginal support system device was implanted during a procedure performed on (B)(6) 2021. Due to the implantation, the patient experienced injuries including pain, severe infections, mesh erosion, bleeding and discharge. She also underwent additional medical treatment and procedures including removal.

Manufacturer narrative:
Block h6: imdrf patient codes e2330, e1401, e2006 and e1906 capture the reported events of pain, discharge, mesh erosion, and severe infection, respectively. Imdrf impact code f23 and f1905 capture the reported event of additional medical treatment and mesh removal.